Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lost to follow-up asymptomatic patient presented in clinic for follow-up. The right atrial lead exhibited no capture and lead dislodgement was noted. On (B)(6) 2018, the patient presented for an unrelated procedure. During the procedure, the lead was capped and replaced. Patient was stable.